Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Patient's legal representative stated incisional pain, spotting, constipation, urinary leakage (uui x 3 since surgery), nocturia x 3-4, frequency, some discomfort when sexually active, dryness.